Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a simplify disc implant migrated posterior after surgery. Original date of surgery was on (B)(6) 2025.